Event description:
Treatment of a middle cerebral artery (mca) aneurysm. During the procedure, the physician implanted a target 360 soft 5x10 (from stryker) first and then an orbit galaxy complex 4x10 and 3.5x9 (from j+j). Upon implanting the third coil, it came out of the neck of the aneurysm and a hyperform balloon was used to push and place the coil back into the aneurysm. At this time, the physician noticed that the aneurysm had ruptured and he used other coils to complete the procedure. No other injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The balloon has been returned and evaluated. A leak was found at 1.3mm from the distal tip.(B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).